Event description:
It has been reported to philips that the system will not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the device onsite, reviewed the system log files, and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc, and after the replacement of the flexvision pc and the installation of the software, the system was returned to use in good working order.